Manufacturer narrative:
The device was not returned and the issue was therefore unable to be confirmed by olympus. A root cause could not be identified as the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image. There were no reports of patient harm.